Manufacturer narrative:
It was reported that 2 months after stent placement, the stent was found broken in the middle via x-ray. It is hard to review suspected device's DHR, because the serial no. Was not checked. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned and it is hard to reconstruct the situation at the time of procedure. However, based on the description "2 months after stent placement, the stent was found broken in the middle via x-ray", it is assumed that the stent was fractured due the patient lesion's pressure, peristalses, foreign substances such as food and other elements complexly. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The duodenum stent was position inside the patient about 2 months ago. The stent was found broken in the middle via x-ray on (B)(6) 2021. The surgeon took corrective action by using long stent to reconnect and cover the disconnected ends. They chose to use pct2412p-22 to fix this issue.